Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 adult heated wall reusable breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for inspection where it was visually inspected. Results: visual inspection revealed that the tubing of the 900mr810 adult heated wall reusable breathing circuit was stretched and damaged. There was no sign of burning on the tubing. Conclusion: we are unable to determine the cause of the reported malfunction, however it is most likley due to the tubing being stretched. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: - "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." - "perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." - "do not cover the circuit with materials such as blankets, towels or bed linen." - "disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A distributor in south dakota reported via a fisher & paykel healthcare (f&p) field representative that a 900mr810 adult heated wall reusable breathing circuit had melted during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint 900mr810 adult heated wall reusable breathing circuit is currently en route to fisher & paykel healthcare (f&p) (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that a 900mr810 adult heated wall reusable breathing circuit had melted during use. There was no patient consequence.